Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right revision tha. Diagnosis: failed right total hip. No further information available per hospital." Rep has provided an x-ray and explant pictures. Update (B)(6) 2019: spoke to rep. Patient was revised due to stem loosening. The stem, head, liner, and dall-miles cable were revised. Rep confirmed there were no allegations against the head and liner. No allegations against the dall- miles cable were reported to the rep. After implanting a constrained liner, the surgeon decided he wanted to go with a non- constrained liner instead (no allegations against the constrained liner). When trying to explant the constrained liner, the shell became dislodged intra-operatively and was revised (no prior allegations to the shell or plan to revise it). Patient's bone quality is unknown. Patient was revised to a cemented exeter stem, trident ii shell, poly liner and 36 -5 metal head.